Manufacturer narrative:
Follow up report 001 ref natus complaint # (B)(4). Root cause/probable root cause: the aging of the device. At the time of the incident, the device was far beyond its life expectancy. Mishandling. There is no objective evidence to show that the wire had been subjected to improper force but it might be the possible root cause. Recommended actions: no action is required. CAPA and complaint trending review: there are no CAPA's related to this issue. Complaints are reviewed routinely per quality system requirements (qms-004442 corporate trending and analysis procedure) complaint trends are assessed as part of these reviews. A review of complaint trending is completed quarterly. Last review (B)(4) no trend for this failure identified. Risk management file review (product and event): the current risk file (B)(4) - 1077 accuscreen & alpha - risk analysis rev02 hazard ID 6.3 identifies this issue. Harm - minor injury to the patient or operator or discomfort. Cause- high temperature on surfaces of enclosures that are likely to be contacted, causing user/patient thermal burns. Severity- marginal (3); risk level- minor (9). Is risk review required? A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). The customer reports accuscreen - power supply melted. No patient injury. All components of the device to be returned for evaluation.

Event description:
Accuscreen - power supply melted. No patient involvement.